Event description:
Information received indicates the bed has no motor function on the left intermediate siderail due to the fluid ingress onto the ucm board and cable.

Manufacturer narrative:
The technician replaced the siderail ucm board, ucm cable and siderail seals to repair the bed.